Manufacturer narrative:
The reporter was the patient's mother (B)(6). The pump was returned from the patient's medical supply company to animas on (B)(6) 2011 without a returned goods authorizaation. At that time animas had not been notified of any issue related to the product and the pump was sent to component recovery per procedure. On (B)(6) 2011, animas received notification of the patient's death. The pump is no longer available for investigation.

Event description:
It was reported that the patient died on (B)(6) 1010 at the scene of a motor vehicle accident. According to a family member, the patient's blood glucose was 86 mg/dl at 9:28 am on the day of his death. She said that the patient left his house around 12:30 pm to meet another family member and around 1:00 pm the accident occurred. The family member said that the patient's pump download revealed that blood glucose levels on the day of his death were within normal limits (86mg/dl to 248 mg/dl). The family member mentioned that the patient had on-going issues with blood glucose management and infusion site issues. She reported that the patient experienced a hypoglycemic event about one week prior to his death; that event is detailed in a separate report. The patient began to use an animas insulin infusion pump in 2003. According to the patient's file, there are no recorded complaints against any of the patient's pumps for insulin delivery issues. According to the family member, the patient received the one touch ping glucose management system in (B)(6) 2010; his diabetes educator assisted with pump programming and confirmed that the pump was setup correctly. There are no complaints reported against the pump in use at the time of the patient's death. The patient's medical history indicated that he suffered from retinopathy in the left eye and transverse myolitis, the latter of which caused the loss of the use of both legs in (B)(6) 2006. The complaint is being reported at this time because the pump cannot be ruled out as a cause or contributor to the patient's demise.